Event description:
The customer reported that the system did not make an image. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep reseated the circuit board and tested the system. The system sat for ten minutes then locked up and did not fluoro. He reseated the boards and adjusted the voltage supply. System operates as intended.